Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer reports the catheter was inserted on (B)(6) 2012. The catheter cracked above the hub on (B)(6) 2012 and pulled and replaced on that same day.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.